Event description:
A patient in a study underwent a da vinci assisted ventral hernia repair surgical procedure. After discharge, 28 days later, the patient reported experiencing fever, malaise, and minimal abdominal pain. It was deemed to be very unlikely to be related to surgery due to timeline of recovery. During the 30-day follow-up visit, a complete blood count (cbc) was ordered and revealed leukocytosis. A computed tomography (CT) scan of the abdomen and pelvis, with contrast, and chest x-ray, posterior-anterior (pa) and lateral, were placed in response to the cbc results. The chest x-ray revealed mild linear atelectasis at the lung base and the presence of nodules. The CT scan showed a fluid collection within bowel loops posterior to the transverse colon which were present on the pre-op CT scan but may be more prominent on this scan. A hematoma was present and will likely resolve on its own, there was no evidence of infection. The patient was to be treated with 500 mg oral ciprofloxacin hcl 2 times daily and 500 mg oral metronidazole three times daily. The provider is to re-evaluate the patient in 10 days. Per the site staff, the primary investigator (pi)/surgeon states that the device is not related to this health event, but states that the procedure is possibly related.

Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. Additional patient information: height 172.7 cm. .